Event description:
The customer contacted baxter?s technical service center regarding a connection issue, which occurred on the homechoice (hc) during use. The caller said his minicap came off. He was told by a registered nurse (rn) to not perform therapy for that night. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the home patient's nurse on (B)(4) 2013 and she said that she was not the nurse who spoke to the patient, but she was aware of the patient having had that issue. She said she was not sure if there was an issue with the supplies or if the patient had not put the minicap on correctly. The nurse said the patient's transfer set was replaced. Since then the patient has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention. Baxter product surveillance received a call from the home patient on (B)(6) 2013 and he said that he was not sure why the minicap fell off. He did not notice anything wrong with the minicap or transfer set. No further information was available.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available. A 510(k) number will not be provided as the exact product code is unknown.